Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 8/1/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after the broken needle fell into the patient¿s body, it was removed without being lost in the surgical field.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device batch slbdzz, sxpp1b45014 and no non-conformances were identified. Mfg. Date - 10/18/2022. Exp. Date - 9/30/2024. A manufacturing record evaluation was performed for the finished device batch sebaah, sxpp1b450 and no non-conformances were identified. Mfg. Date -5/1/2022. Exp. Date - 4/30/2024. H3 investigational summary: the product received for analysis was identified as product code sxpp1b450. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Product complaint # (B)(4). Date sent to the FDA: 8/25/2023. The actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch slbdzz. Batch sebaah. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: " is it possible to clarify which one is the correct lot number (slbdzz & sebaah)? It is unknown which is the correct lot number. Was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? Unk. What is the patient¿s current health status and condition? No problem was any other tissue damaged as a result of searching the needle? No. What measures were taken to retrieved the broken piece? Needle holder. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6) I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note." A manufacturing record evaluation was performed for the finished device lots, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2023 and barbed suture was used. During the procedure, when performing ovarian suture after myomectomy, after opening the package, the needle was broken at the first stitch. The detail is that when the surgeon held the needle with a needle holder which is for laparoscopic procedure, and the product was applied to the tissue and when starting continuous suture, the needle was broken at the middle part easily. The broken needle was in the ovary and the surgeon removed it with the needle holder. No broken piece was left in the patient¿s body. It is unknown which lot number is the correct lot number, either sebaah or slbdzz. The product was used on uterus. No adverse patient consequences were reported. Additional information was requested.